Event description:
The clinician reports that the day the implant was placed in ada 7, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports that the day the implant was placed in ada 7, failure occurred upon insertion. Details of surgery: primary stability not achieved and sinus augmentation. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.